Manufacturer narrative:
This is the information known at this time. A decision has been made to implant an epicardial system in the near future. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed no capture at maximum output settings. Impedance measurements were normal. In addition, loss of capture was noted that resulted in asystole greater than two seconds. It was thought this lead was dislodged, however an xray was performed revealing a lead fracture at the clavicular area. An internal technical service (ts) consultant was contacted regarding the reason for normal impedance measurements. Ts reviewed the x-ray and concluded this lead is fractured. An explanation was provided for the normal impedance measurments was due to local muscle stimulation that can result in in-range impedance values when the lead is in contact with tissue. No adverse patient effects were reported.